Manufacturer narrative:
Device 2 of 10. Common device name: catheter, urethral procode: gbm. Complainant city: (B)(6). Patient country: france. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "the marker placed on the proximal end of the catheter (bucket) is offset from the curvature of the distal end of the catheter (tiemann)". Photos depicting the reported complaint issue were provided by the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The manufacturer previously reported that the patient alleged visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer received new and relevant information of patient medical condition on 01/27/2023, that patient has rash and also patient confirmed there was no visualization of particles.